Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to establish telemetry was confirmed in the laboratory and was due to a low battery voltage. The device was tested on the bench and high current drain was observed. An arc was also observed on the hybrid. The damage to the hybrid caused the high current drain which depleted the battery. The root cause of the damage to the hybrid could not be determined.

Event description:
It was reported that during routine dft testing, after the first shock was delivered, telemetry could not be established. The patient was still in vf and when a second shock was not delivered, the patient was externally defibrillated. The device was explanted. Patient was doing well although a bit bradycardia post event.